Manufacturer narrative:
Follow-up # 1 ¿ (12/12/2014). The patient¿s test strips and control solution have been returned on 10/30/2014 and 10/29/2014, respectively, and evaluated by lifescan product analysis on 12/2/2014 and 12/1/2014, respectively, with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. The control solution was also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate control solution results. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.